Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keyword ¿burn¿ present in complaint. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as physical damage of the phono jack.

Event description:
Dealer advised a black burnt area in the middle of the display.